Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead , model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000065595.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.